Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, when programmed to bipolar mode. Due to the high out of range impedance, this pacemaker was not magnetic resonance imaging (MRI) conditional. The device was programmed into MRI protection mode, and a cardiology order was confirmed. Technical services (ts) discussed that the health care professional (hcp) should exit MRI protection mode once the scan was complete and reprogram the rv lead back into unipolar mode. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.